Manufacturer narrative:
(B)(4). A complaint investigation was not performed. The customer did not respond to repeated requests for additional information.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat act celite cartridges that yielded unexpected results on a patient. There was no additional patient information available at the time of this report. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(6)).